Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. A review of the data showed that quality control (qc) was in range. The ccc found the autodilute volume was not entered. The ccc entered the autodilute volume and requested the customer to repeat the sample. The customer repeated the sample, resulting with a reportable result. The cause of the discordant, "high a" flagged human chorionic gonadotropin result being reported out is due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, "high a" flagged human chorionic gonadotropin result was obtained on a patient sample on a dimension exl 200 instrument and reported out to the physician(s). The same sample was tested on the same instrument, resulting without an error/flagged result. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, "high a" flagged human chorionic gonadotropin result being reported out.